Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, loss of capture and impedances above 3000 ohms were reported. As of (B)(6) 2019, these observations were ongoing and the lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.